Manufacturer narrative:
Concomitant medical products: dtmb1q1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has increased thresholds per lead trend but was still within expected range. The lead remains in use. No patient complications have been reported as a result of this event.